Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device is reported available however, not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental MDR report. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
As reported, the coil failed to reach the target position and detached spontaneously. The procedure was successfully completed after replacing it with a coil of the same model. Additional information indicated, the coil detached within the microcatheter.

Event description:
Investigation conclusion reported in h11.

Manufacturer narrative:
The investigation of the returned coil system found the pusher bodycoil stretched and broken at the transition area, and the implant separated from the pusher. The implant was not returned for evaluation. The visual inspection of the attached monofilament found evidence of thermal detachment, which indicates the implant detached electrically. Though the investigation was able to confirm the implant detached, the evaluation of the coil system alone could not definitively determine when or where the coil detachment occurred (i.e., inside/outside the microcatheter). The physical evaluation of the device could not identify the conditions or circumstances that led to the stretched and broken pusher, but the damage is consistent with the device experiencing forces exceeding the pusher's yield and tensile strength. The microcatheter used in the procedure was not returned for evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.